Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the meter. Results as follows: date: (B)(6) 2012, initial inratio: 1.2, repeat inratio: 2.3. On a new finger, a few minutes later. Patient's therapeutic range is 2.5-3.5.